Manufacturer narrative:
The reported complaint was confirmed. Per follow-up on 11-may-2016 with the subsidiary site service technician (st): the air bubble detector (abd) module was always green (light emitting diode [led]) indicator and in the configurations show normal; the occluder module was the same situation, but the difference was when the perfusionist (ccp) tried to calibrate, there was no response from head occluder; the abd and/or occluder module led module light was always greeen and no odor was observed; when the ccp tried to calibrate using 3/8 inch tubing (but could not), because the cable head occluder was disconnected from the occluder module, because it was damaged. The st stated service has been requested for this occluder module and pictures were sent to the manufacturer of occluder module. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cable to the occluder module was pulled out and broke. When perfusionist (ccp) set-up the system-1, they tried to calibrate the occlusion and that was impossible. The device was not changed out, as the ccp immediately used the manual scissors for occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6)-2016: according to the information provided by the subsidiary service technician, during set-up of the system-1, the cable was inadvertently pulled out of the occluder module. As a result, the user was unable to calibrate the occluder. The user discontinued the use of the occluder head and used manual tube clamps. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.